Manufacturer narrative:
(B)(4). Explanted date: lens remains implanted at the time of submitting the MDR. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number. Pcb00v that has a similar product distributed in the united states, iol model no. Zcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an implantation of the intraocular lens (iol), a fibrous debris went into the patient's eye with the iol. The surgeon took it out from the patient's eye by irrigation/aspiration (I/a) operation. Reportedly, there was no patient injury. No further information was provided.

Manufacturer narrative:
The complaint lens was received and forwarded to seal laboratories for analysis by fourier transform infrared spectroscopy (ftir). Ftir analysis of the particle shows similarities to a cellulosic material [cellulose (rayon, lint, cotton)]. The particle was consumed during testing and is not available for further investigations. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The results of the functional testing performed in this production order were found within specifications. No deviation or non-conformance report (ncr) related to the reported complaint was generated. The documentation shows that the production order was manufactured according to specifications and no deviation related to the complaint issue was identified when this production order was manufactured. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The analysis results from (B)(4) were evaluated by the manufacturing site. The reported complaint is confirmed for debris/particles. The analysis report indicated that the foreign material is similar to cellulosic material, commonly used in clothing, thus the origin of the particle is undeterminable. In addition the direction for use (dfu) was conducted and instructed how to examine the lens prior to use of the device. All pertinent information available to abbott medical optics has been submitted.